Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Customer reported complaint for high blood glucose test results. Caretaker is calling on behalf of the customer. The customer is concerned with tests results of 213 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, the customer declined to perform back to back blood test due to being in the car and unable to wash hands product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 08/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history:(B)(6).